Event description:
Customer stated that she was experiencing bgs. She stated that she checked her bg and it read "high", and again later, with readings of 457 and 491 mg/dl. She stated that the cannula appeared kinked and bloody. Advised customer to change the pod, drink water, and take a correction of rapid-acting insulin as recommended by her doctor, and we would re-evaluate the situation in 1.5 hours. Customer stated that she was at work and all she had with her was novolog and she took a correction of 10.2 units with the pdm, but her bg had not come down. She called a short time later, and stated that her bg had dropped to 221 mg/dl and that she was feeling better.

Manufacturer narrative:
The product has not been returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however, the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.